Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer, doctor hospital of (B)(6), reported that the table is free floating, for (B)(4). The system was in clinical use at the time of the issue was discovered. There was no report of any harm to the operator, patient or bystander during the incident. The customer contacted the philips help desk to inform them of the issue. The philips customer support services (css) inquired about the couch tape switches, main footswitch and rear gantry round footswitch and everything was working fine. The css assisted the technician, over the phone, with re-securing the service latch to resolve the issue. The philips css notified field service engineer (fse) about the event. Fse spoke to customer over the phone and verified that system was working fine. No other service latch complaints have been received from the customer after the service latch was re-secured. CT engineering also determined that there is a potential for undesired radiation to the patient due to carbon top stops/free floats before scan completed. In such cases, the trained professional may determine a rescan is necessary. CT engineering determined that the overall risk is acceptable. CT engineering also determined that there is a potential for undesired radiation to the patient due to carbon top stops/free floats before scan completed. In such cases, the trained professional may determine if a rescan is necessary. The risk associated with a rescan from a CT scanner is acceptable. The product safety committee binder (psc) includes information related the correction and removal documents for this issue including field safety notification (fsn 72800614) that was sent to the field on 08-apr-2014 stating that: if the customer experiences a horizontal, free-floating couch motion, they have to contact their field service engineer immediately. A copy of this field safety notice has to be retained with the equipment instructions for use (IFU). Additionally, the service manual is being revised to provide more robust instructions on how to service the patient support. The service manual changes are internal philips documents. The cause of the loose service latch could not be determined based on the information received from the field.

Event description:
The customer reported that the table is free floating. The customer noted that the upper portion of the couch is loose at the service latch. A philips remote service engineer (rse) confirmed there was no harm to a patient, bystander, or operator. The rse instructed the customer how to resecure the service latch which resolved the issue.